Event description:
The customer reported that the battery failed. The field engineer noted that the system displayed a charger failed error and would not boot up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The fuse on the charger board was replaced during the service call. The system was tested and found to be working as intended and put back into service.